Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the device is "growing out" and is getting closer and closer to the skin which is getting painful. The patient said she cannot sleep on the side the device is on because it is painful. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that there were no change in the patient's activity level or re programming. There were no additional steps to troubleshoot and the issue have not been resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.